Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving shocks. It was observed that atp therapy was inefficient for a vt episode and the rate accelerated into the vf zone. High voltage therapy resolved the arrhythmia. The physician made programming changes to the device. At the time, the patient was hospitalized. The patient was seen a month later and no further episodes were seen. The patient was in good medical condition and placed on remote monitoring.

Event description:
New information received states that the patient was experiencing palpitations. Device interrogation revealed episodes of slow vt. The physician decided not to take any action at this time. Monitoring will continue.